Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a giant non-ruptured left terminal vertebral artery. The patient presented with neurological symptoms of dizziness or loss of balance, facial droop and/or weakness of jaw closure. The patient was placed on antiplatelet/anticoagulant therapy prior to the procedure and was given heparin intra-operatively. On (B)(6) 2014, the patient underwent pipeline (2.50mm x 20mm) embolization treatment without issues. Post procedure, dyna CT (computed tomography) showed the aneurysm was completely occluded. On the same day, (B)(6) 2014, the patient experienced a severe, serious adverse event of ischemic stroke described as closure of the anterior spinal artery after placement of the first three stents. It was noted that an endovascular procedure was necessary. The event resolved the same day. The event was noted as procedure related. Also on the same day, (B)(6) 2014, the patient experienced a severe, serious adverse event of in-stent stenosis that required intubation after the intervention. Medication and an endovascular procedure (type unknown) were required. The event resolved the same day. The event relationship was noted as unknown.